Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was currently in the hospital due to pain from not having their device; it was noted that the patient lost their lithium battery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient on 2019-jul-22. They cannot get the ins to take a charge and need someone to come and program the loaner controller. The ins has been sitting dead and it won¿t do things because it needs to be charged but they cannot get the ins charged up. The patient has been without therapy for four months. Patient services offered to walk the caller through attempting the passive recharge mode and pairing the controller to the ins but the caller denied and wanted to meet with a manufacture representative (rep). Patient services reviewed that the controller does not need to be programmed. Rather, just charged and paired but the caller disconnected the phone. Patient services called them back and offered to send an email to local reps to see if a rep can meet with the patient for programming and the caller accepted. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 97745bp, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional. They stated that the causes for the inability to charge were that the remote was not working to charge. The actions taken to resolve it involved the reps contacting to expedite for a loaner remote. They had no further messages per the patient. No further complications were reported.

Manufacturer narrative:
Product ID 97745bp, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient remained in the hospital and had surgery scheduled for (B)(6) 2019. No further complications were reported or anticipated.